Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2012 and suture was used. When the surgeon passed the needle to the nurse it was noted that the tip of the needle was missing. An intra operative xray was performed and the needle could not be visualized on the film. The procedure was completed. After the procedure the patient was transferred to the ward. A portable xray was done and the tip was visualized and patient was sent back to the operating room. The patient was reopened to search for the needle tip. Another xray was done in the or and the needle fragment was not visualized. The surgeon irrigated the wound. The surgeon confirmed that the needle fragment did not remain in the patient. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.